Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contacted the manufacturer reporting, the pt's system controller had alarm "about three times" over the past few days, for "a couple of seconds," red heart and yellow wrench also illuminated, "like the self test." The pt was connected to the power based unit (pbu) when alarms occurred. The pt feels a "small shock" in abdomen and chest when alarm occurs. The vad coordinator was unable to reproduce the alarm with cable manipulation or pt movement, and all connections were secure. The system controller self test passed. The pt denies vent filter contamination, trauma to system controller and pbu cables. Waveforms were obtained and sent to the manufacturer for analysis. The pt was was advised to keep record of any other occurrences that happen. The manufacturer also suggested to the vad coordinator on getting an x-ray of the percutaneous lead, and changing out the pbu cable. The pt remains stable on lavd support while awaiting a heart transplant.